Manufacturer narrative:
Evaluation of the returned device found the unit does not sound an alarm when the gas supply is removed from the unit due to a defective alarm reed assembly. In addition, the water trap leaks due to damaged threads (cross threaded). Review of DHR 3500cp-g mixer sn (B)(4) (manufactured 1/27/2020) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. At this time there is not enough information to determine that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported the device does not alarm when a gas line is disconnected. The issue was discovered during pre-clinical check and no patient incident was reported.